Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01714. It was reported that the patient experienced ineffective therapy and stopped charging the ipg as recommended. The ipg became inoperable following this. As a result, surgery may occur to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Manufacturer narrative:
Narrative was rewritten to include information that was mistakenly not included when the initial report was written. Was mistakenly not provided in the initial report. A device code was mistakenly not included in the initial report and is included here.

Event description:
Related manufacturer reference number: 1627487-2020-01714. It was reported that the patient experienced ineffective therapy and stopped charging the ipg as recommended. The ipg became inoperable following this. As a result, surgical intervention occurred to explant the system.